Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 ¿ july 14, 2014. Corrected information: ¿the defect was identified before use.¿ the sample was received for evaluation. A visual inspection identified that the fill-port cap was detached from the device. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate¿s cap was detached. The cut was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.